Event description:
As reported: "operation date (B)(6) 2023. Patient used revive stem with perform reverse. Rep of the case as definitely said there was a locking cap used. The nurse struggling initially with the cap and surgeon themselves tightening the cap. The initial xr the stem was standard. 3 month post op the was a gap between proximal body and distal stem (on x-ray). Final xr 7 months po the stem is now joined again. We have inquired whether the patient is feeling these shifts and whether the surgeon would like to go ahead with the revision and asked if they will conduct more xrs under compression and not to see if the implant is shifting. Locking cap was on usage."

Manufacturer narrative:
The reported event could be confirmed, based on the formal medical expert opinion on the available x-rays. The device inspection was not possible as the product was not returned for investigation. A review of the x-rays by the medical expert stated; ¿the device was used as intended. The disassembly or loosening could be confirmed. There are several factors responsible for the loosening, such as an issue with the initial assembly of the device, insufficient stable bone support of the proximal body because of the slow healing of the proximal humeral fracture.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the available x-ray and formal medical opinion a definitive root cause could not be determined. In order to determine the root cause the implant should have been explanted and made available for investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.